Event description:
It was reported that this inflatable penile prosthesis (ipp) with auto-inflate when pressing the deflate button and will not empty. The physician is unable to determine what the cause is, and the patient will be having a computed tomography scan to help diagnose the issue. There has been no surgical intervention at this time. No patient complications were reported.